Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts at the distal edge and within the proximal portion of the crimped stent were damaged & lifted upwards from the stent profile. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector indicates no anomalies are present. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the saphenous vein graft (svg) and 4pd. A non-bsc guide extension catheter was advanced and met severe resistance resulting to the inability of the device to advance further than the guide catheter distal tip. The procedure was completed with another promus premier stent. The physician commented that there might be problems inside the guide catheter.

Event description:
It was reported that stent damage occurred. The target lesion details are unknown. A non-bsc guide extension catheter was positioned. The 24 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced. However, resistance was met while advancing the device through the guide catheter. The device was removed and the physician noticed that the stent was lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).